Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Serial number (B)(4), lot number 62318. The event of incorrect placement is an event related to the procedure and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts was implanted into the patient's unknown eye and needed manipulation using needling as xen®45 gts was unable to move. During the needling process, xen was completely dragged under the subconjunctival space. The device was left in place and surgery was completed with a 2nd xen®45 gts. There was no eye injury.